Event description:
It is reported that the impactor broke while impacting the glenosphere.

Manufacturer narrative:
Evaluation summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The device meets dimensional specification where measured. The exact cause cannot be determined with certainty. Evaluation: as returned, a portion of the impactor has fractured off the device. Scratches and gouges are present on the sides of the instrument. The instrument has potential field age of approximately 2 years. The device records indicate the instrument was manufactured to specification. Dimensionally, the pad meets print specifications.